Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board battery was replaced and the calibration files were erased and reloaded. The sys was tested and found to be working as intended and put back into svc. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a milli-amp calibration error message, shutter images appear on the monitor when the collimator is fully open and a collimator calibration required message displayed on boot-up. No pt injury was reported.